Event description:
It was reported that after the iab was inserted over the spring wire guide, the wire guide could not be withdrawn. Because of this, the iab and wire guide were removed together. A second iab was placed and there were no pt complications.